Manufacturer narrative:
The reported event of ¿lead appeared to have conductor fracture¿ was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an initial procedure. During the procedure it was noted that the atrial appeared to have possible conductor fracture. It was visually on fluoroscopy. The lead was not used, and a new lead was implanted. There were not patient consequences.